Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump included gathering of the logs. The memory logs showed a motor stall recovery light. Dispense and infusion accuracy testing passed and no anomalies were noted during testing. An MRI was performed which can cause a motor stall.

Event description:
It was reported that the pump was replaced on 2013 (B)(6) due to intermittent operation. A rotor/roller study was performed, the event logs were checked and a magnetic resonance image (MRI) was taken. The cause of the issue was undetermined. The patient showed signs of underdose and overdose. The reporter stated that the patient was very complex and not compliant, so for safety reasons the pump was changed. It was noted that the issue was resolved. Patient status at the time of the report was alive with no injury. The device system delivered morphine, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.